Manufacturer narrative:
This device is expected for return. A supplemental report will be submitted, including device technical analysis.

Event description:
It was reported that this pacemaker recorded an episode of oversensing of the patient's atrial fibrillation. Boston scientific technical services provided programming options. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This report is being filed to include updates to b5 describe event or problem, h6 patient code description, patient code, impact code description, and impact code fields.

Event description:
It was reported that this pacemaker recorded an episode of oversensing of atrial fibrillation. Boston scientific technical services provided programming options. This device was then explanted due to a therapy upgrade with no indication that surgical intervention was associated with the reported oversensing. This device was then returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker recorded an episode of oversensing of the patient's atrial fibrillation. Boston scientific technical services provided programming options. This device was then explanted and returned for analysis. No additional adverse patient effects were reported.